Manufacturer narrative:
The insulin pump was received with all buttons properly functioning and no button error alarm or moisture damage. The keypad connector was inspected and properly locked. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming, no delivery and motor tests. There was no motor error alarm on the device. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, weak battery or failed battery test alarms. The insulin pump had minor scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 32 mg/dl. Customer treated their low blood glucose with strawberry milk. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they were able to rewind the insulin pump. Customer advised they had a weak battery alarm in addition to the motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.